Event description:
Patient had surgery on (B)(6) 2010. On the follow up after three months post-operatively, skin had grown over the abutment. Patient is scheduled for a revision procedure in office on (B)(6) 2011. Surgeon will also replace 6 mm abutment with 9 mm abutment.

Manufacturer narrative:
Skin overgrowth is a possible event during this procedure.